Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the pusher assembly. The pull wire was retracted out of the distal detachment tip (ddt) and the embolization coil was detached from the pusher assembly and not returned for evaluation. Conclusions: evaluation of the returned pod pc revealed a broken pet lock on the proximal end of the pusher assembly, and the pull wire was retracted out of the ddt. This likely occurred during attempts to detach the embolization coil using a handle during the procedure. If this occurs, the embolization coil will detach from its pusher assembly. The root cause of the reported complaint could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported event.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac arteries (iia) using a pod packing coil (pod pc), a ruby coil detachment handle (handle) and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous. During the procedure, the physician advanced the pod pc into the target location using the microcatheter and attempted to detach it using the handle; however, the pod pc failed to detach. Next, the physician attempted to manually detach the pod pc; however, the pod pc failed to detach. Subsequently, the physician decided to remove the pod pc. Upon removal, the pod pc unintentionally detached inside the microcatheter; therefore, the microcatheter containing the detached pod pc was removed. The procedure was completed using three pod pcs, the same microcatheter and the same handle. There was no report of an adverse effect to the patient.